Event description:
Procedure: thoraco/pneumothorax. According to the reporter: on the first firing, the shaft was broken into 2 pieces and the device would not release from tissue. The instrument was resected with the use of another device.

Manufacturer narrative:
(B)(4).